Manufacturer narrative:
Friend of type 1 diabetic pt. Using vgo 30 for 1 week reported the patient had a low blood sugar of 54 mg/dl pt. Passed out on (B)(6) 2017 between 4-5am. The paramedics were called and came to the house providing IV glucose which improved the bg to normal. No further information was provided. There was no allegation of device malfunction. Device was not returned for investigation. Root cause is undetermined.

Event description:
Friend of type 1 diabetic pt. Using vgo 30 for 1 week reported the patient had a low blood sugar of 54 mg/dl pt. Passed out on (B)(6) 2017 between 4-5am. The paramedics were called and came to the house providing IV glucose which improved the bg to normal. No further information was provided. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter. Health care professional: no. Non health care professional'. Follow up 1. Correction.